Event description:
Ous MDR - after an implantation period of approx. 4 months, undersensing values were reported and pacing impedance decreased due to dislodgement. The reposition attempt was unsuccessful and the lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 25 cm to the df4 connector pin, in the region of the suture sleeve a 360 degree deformation of the lead body. Based on the characteristics, it is reasonable to assume that this damage resulted from a tight suture. Furthermore, cuts in the insulation and deformations of the rv shock coil were observed which most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the mechanical and electrical analysis of the lead were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.